Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -3.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length toric lens due to low vault and refractive surprise. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and debris was found on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).